Manufacturer narrative:
The device was evaluated by the MFR and the event as reported was confirmed. The contact pins are burnt and the wires going to the flex strip has poor solder connections the orange wire came off when was flexed. The device was repaired and returned to the customer.

Event description:
It was reported that the device would activate while in safe mode. This was found while the device was being serviced at the MFR. There was no pt involvement or adverse consequences related to this event.